Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The unit was leak tested using water and a 12ml luer lok syringe. A leak was identified at the nose of the two-piece connector. Further inspection of the leak site found that a tear was present on the proximal end of the catheter tubing that was sitting inside the two-piece connector. The tear had a rough v-shape, had well defined edges and irregular scoring marks were present on the fracture surface. These features are indicative of instrument damage. Given the location of the tear and fracture features observed it is likely that the tear was created during use before installation of the two-piece connector by a non-bladed instrument.

Event description:
It was reported that during use, doctor find water drop from tube. No other information was provided.

Event description:
It was reported that during use, doctor find water drop from tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation